Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, bunched and overlapping. Severe damage is noted on the proximal side where the struts are bunched together exposing the balloon wall for approximately 10mm. The distal stent struts on the first row are flared and it was observed that the stent also slightly moved distally on the balloon, reaching the proximal edge of the distal markerband. The damage most likely occurred when the stent came into contact with a previously placed stent. The balloon cones were reviewed and it was noted that the wings on both distal and proximal balloon cones were opened out of their original folded position and were most likely subjected to positive pressure. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. Vascular access was obtained with anterograde approach. The chronic totally occluded (cto) target lesion was located in a coronary artery. After implanting synergy stents in the distal and mid portion of the lesion, a 3.5x28 synergy¿ drug-eluting stent was advanced to treat the proximal part of the lesion. However, the device would not pass the proximal end of the mid stent. The device was then removed and the mid stent was post dilated. The device was re-inserted and while attempting to position the stent, it was noticed in the proximal portion of the stent was crumpled and no longer at the proximal marker. The stent was inflated at 2 atmospheres and removed with the wire as a system. The procedure was completed with another 3.5x28mm synergy stent deployed over a wiggle wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. Vascular access was obtained with anterograde approach. The chronic totally occluded (cto) target lesion was located in a coronary artery. After implanting synergy stents in the distal and mid portion of the lesion, a 3.5x28 synergy drug-eluting stent was advanced to treat the proximal part of the lesion. However, the device would not pass the proximal end of the mid stent. The device was then removed and the mid stent was post dilated. The device was re-inserted and while attempting to position the stent, it was noticed in the proximal portion of the stent was crumpled and no longer at the proximal marker. The stent was inflated at 2 atmospheres and removed with the wire as a system. The procedure was completed with another 3.5x28mm synergy stent deployed over a wiggle wire. No patient complications were reported and the patient's status was stable.